Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a pharmacist via sales rep and described the occurrence of nausea in a elderly female patient who received glycerin (biotene mouthwash) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene mouthwash. On an unknown date, an unknown time after starting biotene mouthwash, the patient experienced nausea and vomiting. The action taken with biotene mouthwash was unknown. On an unknown date, the outcome of the nausea and vomiting were unknown. It was unknown if the reporter considered the nausea and vomiting to be related to biotene mouthwash. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was reported by a pharmacist via sales representative on (B)(6) 2021. The reporter described the occurrence of nausea and vomiting from the biotene mouthwash in a elderly female patient. The pharmacist could not tell me with certainty whether the customer might have drunk the mouthwash and not just rinsed it out. Follow up information was received on 15sep2021 from pharmacist: patient's height, weight was updated. The event of vomiting was removed as it was crossed out and additional event of "cramps" was added. The seriousness of the events of nausea and cramps was updated to hospitalization. Duration and frequency of the suspect product was updated. Follow up information received on 21sep2021 from physician: the physician stated "we have not prescribed the medication".

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Nausea [nausea], cramps [cramp]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of nausea in a elderly female patient who received glycerin (biotene mouthwash) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene mouthwash. On an unknown date, an unknown time after starting biotene mouthwash, the patient experienced nausea and vomiting. The action taken with biotene mouthwash was unknown. On an unknown date, the outcome of the nausea and vomiting were unknown. It was unknown if the reporter considered the nausea and vomiting to be related to biotene mouthwash. Additional details: adverse event information was reported by a pharmacist via sales representative on 06 sep 2021. The reporter described the occurrence of nausea and vomiting from the biotene mouthwash in a elderly female patient. The pharmacist could not tell me with certainty whether the customer might have drunk the mouthwash and not just rinsed it out. Follow up information was received on 15sep2021 from pharmacist: patient's height, weight was updated. The event of vomiting was removed as it was crossed out and additional event of "cramps" was added. The seriousness of the events of nausea and cramps was updated to hospitalization. Duration and frequency of the suspect product was updated.